Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump displayed a "change cartridge message" for an unknown reason. The customer's blood glucose level was ¿high¿ on the continuous glucose monitor (specific bg value was not provided). A correction bolus was delivered to address bg. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.